Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead exhibited high capture threshold along with varied pacing impedance values. It was determined that the lead was fractured. The lead was explanted and replaced. The patient was stable.